Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa) to popliteal artery. A 4.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced to dilate the lesion. On the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.